Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 12/19/2014 and 12/22/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a protruding minicap sponge had inadequate iodine. The caregiver stated that the portion of the sponge that was protruding appeared dry. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 48 of 60.